Event description:
Report received from a physician in may 2005, regarding a patient, medical/surgican history not provided, who has received hylaform plus in the past without any untoward effects. The patient received injections of hylaform plus in 2005, to the lips through a named patient program. Two hours post injection the patient experienced swelling, itching, and erythema at the injection sites. The physician diagnosed the events as acute allergic reaction. The patient was treated with ice cream, celestone (betamethasone), a "short course of medrol", telfast (fexofenadine), and an unspecified nsaid. At the time of the report, the patient's outcome was unknown. The event was reported as related to the use of hylaform plus. Qa performed a review of the production and quality control documentation for hylaform plus lot r0409. All documentation are complete and in order. The product met specifications at release. No associated non conformance noted.